Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during pre-dilatation in the mildly calcified iliac artery, the fox plus balloon ruptured at 4 atmospheres during the first inflation. The catheter was removed and there was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4): the customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.